Manufacturer narrative:
In h11 additional narrative of the initial medwatch, the first line should have been: "the customer wiped the sample probe, performed a double wash rack, qc, and precision studies and they were within specifications." Instead of: "the field service engineer wiped the sample probe and performed a double wash rack. He then performed qc and precision studies and they were within specifications." The troubleshooting/maintenance actions performed by the customer resolved the issue.

Event description:
We received an allegation about discrepant results for 3 patients' plasma samples tested with gluc3 assay on a cobas c503 analytical unit. Sample 1 (patient 1): initial result: 13 mg/dl. Repeat result: 87 mg/dl. Sample 2 (patient 2): initial result: 15 mg/dl. Repeat result: 148 mg/dl. Sample 3 (patient 3): initial result: 37 mg/dl. Repeat result: 93 mg/dl. The customer noticed that the initial results were low and inconsistent with the patients' previous results. No questionable results were reported outside the laboratory and the samples were repeated (some of them on the same analyzer while others on a different analyzer). The repeat results were deemed to be correct.

Manufacturer narrative:
The gluc3 reagent lot number was 80971001 with an expiration date of 30-sep-2025. The field service engineer wiped the sample probe and performed a double wash rack. He then performed qc and precision studies and they were within specifications. The investigation is ongoing.